Manufacturer narrative:
Pending investigation. D10. Concomitants: serial #: (B)(4), category #: 02-010-03-0325 - logic cr femoral cem, right, sz 2.5, serial #: (B)(4), category #: 02-012-45-2515 - lgc tibial fit tray cem sz 2.5f / 1.5t, serial #: (B)(4), category #: 200-02-32 - three peg patella 32mm.

Event description:
As reported via legal documentation, this patient is verified right knee done on (B)(6) 2017. She had the right knee revised on (B)(6) 2022, approximately 5 years 7 months after their initial procedure. Postoperative diagnosis: right knee arthrofibrosis with instability, morbid obesity with body mass index of 43. The polyethylene was noted to have "significant posterior polyethylene wear." The other implants were adequately positioned and well fixed. There is no other patient demographic or medical history available. There is no further information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. MDR section codes updated/corrected: a, b, c, d, e, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and instability or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.